Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2026, she experienced symptoms of feeling very hot, dizziness, and subsequently losing consciousness while at home after approximately 4-24 hours of pod wear on the arm. Prior to passing out, the patient stated that her blood glucose levels were approximately 150-160 mg/dl. After regaining consciousness, her glucose level was reported to be 200 mg/dl. The patient was unsure whether glucose levels contributed to the loss of consciousness. Following the event, paramedics were called to the patient¿s home. They assessed her blood pressure but did not provide treatment, and the patient chose not to be transported by ambulance at that moment. The patient later presented to the emergency room (ER) where she was diagnosed with a syncopal episode and received intravenous fluids. An emergency magnetic resonance imaging (MRI) scan was performed, and the pod was removed during the hospital visit. The patient remained at the ER from approximately 9:00 pm until 3:30 am the following day. The patient was unable to confirm the status of the pink slide but confirmed that the pod cannula had inserted into the skin during wear. No alarms or messages were reported.